Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for follow up. Chest x-ray confirmed, that the atrial lead and right ventricular lead had dislodged. The physician elected to replace both leads. During the replacement, the physician inadvertently inserted the atrial stylet into the rv lead post fixation. The rv lead pulled out of the tissue and the screw would not operate correctly. The physician decided to explant and replaced both leads. The patient was recovering.